Event description:
On (B)(6) 2008, (B)(6) hospital called to report a blood leak for the mps delivery set. The leak occured at the end of the case. (B)(6) estimated approx. 25 cc leaked before he clamped the blood inlet line. The leak was on the outside seam approx. 1 inch from the tubing connector. They use a jostra pulsitile pump for all cases at (B)(6). This case showed a mean pressure of 250-275 mmhg.

Manufacturer narrative:
(B)(4).